Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The patient also reported that the device "fired." The device was interrogated; there were no arrhythmia episodes nor therapy delivery. The patient was admitted to the hospital for observation, and the device remains in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.